Manufacturer narrative:
H6: the evaluation code-conclusion has been corrected to 12 for product: 8596sc, s/n: (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2019. Product type: catheter. Product ID: 8578, serial#: (B)(4), implanted: (B)(6)2019, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 08-apr-2010, UDI#: (B)(4). Product ID: 8578, serial/lot #: (B)(4), ubd: 11-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 20 mg/ml at 8.502 mg/day, bupivacaine 11.6 mg/ml at 4.931 mg/day and fentanyl 1176 mcg/ml at 500.1 mcg/day, medication via an implanted pump for non-malignant pain. It was asked, but unknown when the event/difficulty occurred, and the event was during normal use. It was reported no issues were noted and the patient was happy with the therapy and just wanted the pump replaced. At the replacement surgery the patient reported good pain control and that the therapy was working well. She had a failed dye study on (B)(6) 2019 but denied the weaning because she felt it had worked well and just wanted the pump replaced. So at the surgery they did a back table prime and connected to old catheter that had drug in it and restarted the therapy. It was also reported there was a failed catheter dye study and they were unable to aspirate. The connector was explanted (unable to aspirate) and would be returned and a new connector was added; however, was still unable to aspirate. It was unknown if the issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight and medical history were unknown but would still follow-up for more information. No further complications were reported or anticipated.

Manufacturer narrative:
Evaluation of implantable catheter product ID 8596sc, serial# (B)(4), revealed the following: visual inspection of the sutureless connector (sc) identified an indent down in the cup of the connector. Leaking was observed from the sc connector during pressure testing in the lab. The evaluation codes have been updated for product ID 8596sc lot/serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Catheter product ID 8596sc lot/serial# (B)(4) was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the cause of the failed dye study and inability to aspirate with the old and new connectors was unknown. It was noted there was no impact to the patient and she was doing good. The inability to aspirate was not resolved and the patient¿s weight and medical history were unknown. No further complications were reported or anticipated.